Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable had a split at the paddle, the cable was leaky, and the image dropped out of alignment. Based on the results of the investigation, it is likely that the following led to the malfunction: cable defect. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head image cuts out to a black screen when it was powered on. The issue was identified during inspection and there was no procedure involved. There were no reports of patient harm.

Event description:
It was reported, that the camera head image cuts out to a black screen when it was powered on. The issue was identified during inspection and there was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.